Manufacturer narrative:
The ge service representative conducted an onsite investigation. The hard drive was replaced and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.